Event description:
Reportedly, after the instrument was fired over the mesenteria inferior vessel, bleeding occurred. Therefore, an endoclip applier instrument was utilized to place clips around the site to maintain hemostasis and complete the case without further incident. Procedure: lap sigmoid. Pt status: no pt injury reported.